Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed sores on his back. The patient described the sores as "open sores that ooze where the electrodes sit on his skin". The patient reported that he was given an ointment to use on the sores while at the hospital and that the condition had been getting better.